Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that inappropriate shocks were administered by the right ventricular (rv) lead due to atrial fibrillation (af). The patient was administered oral medication to treat the arrythmia and the lead was reprogrammed. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.